Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0600600ce chronic catheter allegedly experienced foreign material present in the device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient was 57 years old, weight not provided.

Manufacturer narrative:
The lot number was provided and a lot history review was completed. The device was returned for evaluation and confirmed for device contamination with chemical or other material and contamination during use. The root cause could not be determined based upon available information. The device is labeled for single use.

Manufacturer narrative:
The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged white material as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0600600ce chronic catheter allegedly experienced foreign material present in the device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient was (B)(6) years old, weight not provided.